Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Th customer reported that the sensor reading are significantly off. For example, the sensor would state that the blood glucose was below 40 mg/dl, but the actual blood glucose was 329 mg/dl. The customer's blood glucose was unknown. The customer received a threshold suspend alert. The customer declined troubleshooting. No further information was reported.